Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/ compromised force sensor system test, excessive no delivery test, self test, unexpected restart1 error test and displacement test. Pump passed the delivery accuracy test at 0.08710 inches. No excessive no delivery alarms noted.

Event description:
It was reported that the customer received emergency medical assistance and got admitted due to low blood glucose on (B)(6) 2018 with blood glucose of 30 mg/dl at the time of the incident. The customer used manual injections to treat. The customer experienced symptoms such as a diabetic coma and paralysis on their right side. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer reported getting no delivery alarms that were not resolved by set changes, so they switched to manual injections as they were having highs. The insulin pump will be returned for analysis.